Event description:
This event was reported to shockwave via the post market empower cad clinical study. Two shockwave c2+ coronary intravascular lithotripsy (ivl) catheters were used to treat two target lesions in the left main coronary artery (lmca) and proximal left anterior descending artery (lad). Multiple non-shockwave non-compliant balloons were used for pre-dilatation, post-dilatation, and post-stent dilatation of the vessel. During pre-dilation and prior to the use of ivl, a grade a dissection was noted in the non-target lesion of the left circumflex artery (lcx). It is unknown how the dissection was resolved. Also during guide extension, the patient went into ventricular fibrillation (vf) and was given a 200j direct current (dc) cardioversion shock which was followed by a return of spontaneous circulation. The dissection and vf were both determined by the site to be not related to the study device and definitely related to the procedure. Following the resolution of these events, two ivl catheters were used. The first 3.5mm c2+ ivl catheter (reference MDR# 3015053858-2025-00039) successfully delivered 120 pulses at a max inflation of 8atm. A second 3.5mm c2+ ivl catheter also successfully delivered 120 pulses at a max inflation of 8atm. There was no alleged product malfunction on neither of the ivl catheters. A drug eluting stent (des) was placed in each of the target lesions to complete the procedure. On the day of the procedure, the patient experienced a non-q-wave myocardial infarction (mi). This event was adjudicated by the clinical events committee (cec) which confirmed the periprocedural mi was attributable to the target vessel. The cec noted elevated cardiac troponin levels above 70 times the upper limit within 48 hours of the procedure, with no side branch occlusion and no new q waves. It was determined that the mi was possibly related to the study device and definitely related to the procedure. There was no other patient sequelae reported. The patient was discharged one day after the index procedure.

Manufacturer narrative:
The device referenced in this report was not returned to shockwave medical, inc. Therefore, a physical examination cannot be performed. The cause of the myocardial infarction could not be definitely determined based on the information available. The cec determined that the mi was possibly related to the study device and definitely related to the procedure. The dissection and ventricular fibrillation that occurred during pre-dilation and prior to the use of ivl were both determined by the site to be not related to the study device and definitely related to the procedure. There was no ivl malfunction reported. The lot number of the device was not provided. Therefore, review of the device manufacturing and test documentation could not be completed. However, shockwave medical, inc. Has controls in place to ensure devices are built to approved procedures and meet lot release acceptance criteria prior to distribution.